Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market 8,136 units of this code-batch. There are no units in our stock. We have received 1 open and unused sample (contaminated) with the needle detached from the thread (thread is still wound on the pack and the needle is missing). However, without any closed sample we cannot carry out an analysis in order to take a decision. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The customer reported that the suture splits behind the needle. Physician is dissatisfied. The issue has been occurring for some time. The clinic has been sourcing suture material since (B)(6) 2025. There was no impact on the patient, the surgery was completed as planned, and there was no extension of operating time. The trocars are simple too thin for these needles (5 mm diameter).

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.